Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device had a power on reset (por). The device parameters were reprogrammed and a software update was reloaded; upon completion of the software upload it was noted that the device have reached the elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.